Event description:
While prepping the product for an elective pci it was noted that the product did not appear to be normal. Closer inspection revealed that the stent had dislodged off of the sds/balloon and was found on the prep table. The product appeared to be fine on initial inspection, and was prepared in the normal fashion. The product was not manipulated by hand in any way. The product was not clinically used in the pt and will be returned for inspection. There was no reported pt injury.